Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08030. During a clinic follow-up, episodes of noise resulting in oversensing were observed. It is unknown if the oversensing was due to the right atrial (ra) lead or the device. To resolve the event, the ra lead was capped and the device was replaced. The patient was stable and will continue to be monitored.